Event description:
It was reported that: "patient was revised due to dislocating; the femoral head and liner was replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR# 96106680-2010-00856.